Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the high voltage cable assembly. The high voltage cable assembly was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system was blacking out during use. No patient injury reported.